Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the necessary steps to remove air from the cartridge. Tandem technical support educated the customer to complete cartridge air removal step prior to filling the cartridge. Customer declined to load a new cartridge and will continue to use current cartridge. There was no adverse impact to the customer's blood glucose level.